Event description:
Event description guidant received information that this atrial lead has sustained a fracture due to clavicular crush. Therefore, the lead was removed from service and replaced without further incident.